Manufacturer narrative:
No lot number was provided, so the DHR associated with the reported device could not be identified and reviewed. Samples of the device associated with this complaint were received and consisted of three activated suture locks with extremely short lengths of suture attached. Visual examination of the returned samples confirmed that the sutures were not at full length and they appeared to be torn or cut distal to the lock mechanism of the suture locks. Analysis of the suture strength could not be performed since the suture lengths were too short and had undergone prior decontamination processes that are known to reduce suture strength. Therefore, no additional analysis of the returned samples could be performed. A root cause for this reported event could not be determined. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.

Event description:
Kimberly-clark received a report stating, " safety pexy's in kit, all four had severely compromised strength of the biosyn and so weak that the material didn't hold at all. Patient was taken to surgery in order to complete the gastrostomy." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as (B)(4).